Event description:
It was reported to boston scientific corporation in 2009, that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy with banding procedure. According to the complainant, one of the bands was placed successfully. The remaining six bands were attempted to be deployed, however, they were placed on grade 1 varices which were just not large enough for the bands to adhere to. They did not retrieve any of the bands and were satisfied with the results of the single band. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.